Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1800477 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using a cartridge, 4 clips out of 5 broke while being loaded on the applier. The 5th clip was applied on the patient. It happened with several cartridges.